Event description:
Open knee reconstruction to repair acl/pcl/mcl with external fixation performed 2003. Screw component reportedly fractured during insertion into the tibia. The threaded portion of the broken screw was not removed and a second screw was utilized to complete ligament reattachment.